Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had external flash crc pump error alarm. Customer was able to clear the alarm but not able to complete rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device pass displacement test and self test. No unexpected e15 alarm anomalies noted. Device received with cracked reservoir tube lip, broken battery tube threads, cracked case from display window corner, cracked case from reservoir tube window corners, cracked reservoir tube window and missing end cap sticker. The test infusion set and reservoir does lock into place. (B)(4).